Event description:
During attempts to retrieve an optease filter which had been placed 4 days earlier, the filter was deformed and up against the caval wall could not be retrieved. The filter was left in place as a permanent filter. The indication for the filter placement was a possible pe, despite drug therapy. The patient was also scheduled for a vulvar cancer operation, and had a dvt in the iliac vein confirmed on duplex ultrasound. The patient was on anti-coagulation therapy pre-implant of the filter, as well as currently. The access site for initial implantation was right femoral, with an ap view taken pre-implant. The diameter of the ivc was estimated at 20mm. The filter aspex at implant as well as the time of the event was below the renal veins. There was no thrombus at the implant site and post-implant imaging was completed with both ap and lo views. Post implant views showed complete and symmetrical expansion with no tilting or perforation, and there was no report of either peri or post-procedural complications. The product is not available for evaluation and testing.